Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had thermal damage; burnt component on pcb.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿thermal damage¿. The unit was triaged and the reported issue was confirmed. When the unit was disassembled, a component on the printed circuit board was seen to be burnt. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.